Event description:
The patients generator was replaced. Pre-op diagnostics were noted to be normal. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Per clinic notes, the patient reported that she has been experiencing frequent seizures. One seizure in march almost required her to be hospitalized. It was noted she recently saw her neurologist who reduced the settings on her vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.